Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User's hearing performance with the device was suddenly affected a day prior. No trauma or accident is reported. Reimplantation is considered.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
User's hearing performance with the device was suddenly affected. No trauma or accident is reported. User was re-implanted with a new device on (B)(6) 2019.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However to determine an exact root cause device investigation would be necessary. A re-implantation surgery is scheduled but no date has been provided yet.

Event description:
User's hearing performance with the device was suddenly affected a day prior. No trauma or accident is reported. Reimplantation is considered but no date has been scheduled yet.